Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8233337. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. 1 sample was returned. A small portion of this material was removed form the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely tygon polymer or bis(2-ethylhexyl) phthalate, at this time it is believed that the root cause for this event is the presence of a non-conformance in the raw material. To address this issue we have contacted the supplier of the raw material. 30 retention samples were checked and no fm was observed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: it was found 1cm black foreign matter in the e-tubing, nurse was worried about contamination.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: it was found 1cm black foreign matter in the e-tubing, nurse was worried about contamination.